Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens optics was damaged. Additional information has been received stating the optics were loose when surgeon began placing the lens in the cartridge, and it broke when surgeon picked it up. There was no patient contact. The surgery was completed on same day.